Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to the service department in (B)(6). The evaluation of the device confirmed that some physical damages were detected. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the distal end of device tested positive for pseudomonas alcaligenes. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.